Manufacturer narrative:
A copy of medwatch report mw5071546 was received by microline surgical on 8/28/2017. The user facility never contacted microline surgical directly about this incident. At the time of the incident the reported product (3311) was under recall by microline surgical. The user facility states in the medwatch report that they were aware of the recall and had educated their staff on the issue. The direction in the recall announcement instructs user facilities to return all related product and contact microline surgical for replacement options. Being aware of this issue, the user facility should not have used the product. The product has not been returned to microline. Therefore no investigation to confirm this failure can be performed. Testing has been performed on the heat shrink that shows that the insulation likely cracked and then shrunk. It is unlikely that the heat shrink broke into pieces and that a piece remains in the abdomen. We will be contacting the user facility to share this information.

Event description:
From medwatch report mw5071546 submitted by user facility: microline tip inserted through trocar. Upon insertion it was noted that the insulation fell into the abdomen. Was immediately retrieved. Searched abdomen and field for 2nd half of insulation and was unable to retrieve. This product is currently on voluntary recall through microline. All education to staff was done prior in order to alert staff of recall and educate as to how to look crack in insulation.